Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2016 and noted to be fluid overloaded and have elevated lactase dehydrogenase (ldh) levels at 350 compared to baseline (180-220). His international normalized ration (inr) was 2.0. The patient denies missing any medications or any alarms. The patient was admitted and his diuretics were increased to bumex 1 mg IV twice daily. The patient's speed was also increased to 2680 rpm from 2600 rpm to help unload the left ventricle. The patient diuresed well over the next 48 hours losing 5 kg of water weight. He was then transitioned back to his oral diuretic regimen of bumex 1 mg po twice daily. As for the uptrending ldh levels, the site would have normally started the patient on a second antiplatelet (dipyridamole) in the outpatient setting, but since the patient had a recent hemorrhagic stroke in october with a questionable brain mass (MFR report #: 3007042319-2016-04004), the team wanted to consult neurology. Under neuro's guidance, dipyridamole was added to the patient's anticoagulation regimen, which he tolerated well. Eventually his ldh levels trended back to baseline. The patient was discharged home on (B)(6) 2016 with an inr of 2.2 and on anticoagulation regimen of warfarin (inr 2-3), aspirin 325 mg daily and dipyridamole 75 mg three times daily. The patient has been seen in clinic since discharge and has remained euvolemic with a most recent ldh of 225.